Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a low blood glucose (bg) that ranged from 60 -116 mg/dl. Customer required assistance by paramedics to monitor the customer and customer consumed carbohydrates to address low bg. Reportedly, customer confirmed she had "double bolused" which resulted in the low bg occurring. Recommendation was made to consult with a healthcare provider regarding diabetes management.